Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that they were unable to duplicate the error during exposure. The rep had no issues taking 2d or 3d exposures. Connected a navigation system and 3d images transferred with no issues and it was able to complete 2d exposure while connected. Verified system operation, return to service. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was refusing to start fluoro. The site then rebooted system and they were able to take shots. There was no patient involved.

Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.